Manufacturer narrative:
Other, other text: additional information: a1, h6, h10: information was received on 11/02/2020 indicating that the event occurred during testing, no patient was involved in this event. Device evaluation completion date: (B)(6) 2020: device evaluation: one smiths medical cadd legacy pump was returned for analysis. Event log history was performed and indicated that 1871 error code messages were recorded in history. During analysis, the customer's reported problem was able to be confirmed. Pump was found to be displaying "1871" error code message on power up when batteries are inserted, and motor was also found locked out. Service replaced the motor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code lec 17871. There was no reported adverse event.